Event description:
It has been reported to the co that a dissection of the right coronary artery occurred during initial engagement in aorta. Pt did not require surgery and is in stable condition. The device is not being returned for the co's eval.